Event description:
The patient contacted animas on (B)(6) 2013 reporting that the buttons are not working well. The patient stated that the down arrow required multiple presses to elicit a response. The reporter stated the keypad was intact. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.